Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt port ruptured due to possible over inflation. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning customer reported to me on (B)(6). On (B)(6), harvester was inflating the btt port on the vh-3000 and it ruptured due to possible overinflation. Customer opened another vh-3000 and completed the case without incident. No patient injury. Product not available for investigation as it was inadvertently thrown away.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt port ruptured due to possible over inflation. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning customer reported to me on (B)(6). On (B)(6), harvester was inflating the btt port on the vh-3000 and it ruptured due to possible overinflation. Customer opened another vh-3000 and completed the case without incident. No patient injury. Product not available for investigation as it was inadvertently thrown away.